Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. Blood glucose at the time of the admission was high 700 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer's wife was assisted with trouble shooting. The customer wife called earlier with problems on reservoir and infusion set. The insulin pump will not be returned for analysis.